Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the mfx drills broke in the bone at the junction between the flexible coil and shaft of the drill. However, it was confirmed that no pieces remained inside the patient. There was no patient involvement and no adverse consequences.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: design: cable design is weak; drill too dull or dulls quickly, inefficient flute design, requires excessive force to advance; drill not in alignment with guide; drill allowed to extend too far out of guide. Process: drill manufactured out of specification; drill guide manufactured out of specification; affected heat zone from weld too large, cable weakened. Application: excessive axial force on drill; run drill in reverse; reuse/resterilization of single-use device, or use of a single drill on multiple defects; hard bone; guide is translated and/or rotated during drilling; drill not in alignment with guide; user does not use snap cap, drills too deep; drill is started/stopped while in bone (technique guide instructs to run continuously during drilling). The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the mfx drills broke in the bone at the junction between the flexible coil and shaft of the drill. However, it was confirmed that no pieces remained inside the patient. There was no patient involvement and no adverse consequences.